Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the bipolar energy was not functioning as expected. The user tried using two bipolar instruments: one displayed a question mark on the erbe, while the other functioned normally. The user informed the tse that they had already replaced the energy cable with a new one and performed a power cycle on the erbe as instructed, but the issue persisted. The tse then advised the user to activate energy on the working instrument but this attempt was unsuccessful. The user will swap the erbe to a third-party generator to continue with the procedure. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the user replaced the erbe with a third-party generator to continue with the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replicated the error 1-02 on startup for the generator. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a system and was run in normal mode. The defective program memory discovered during self-check after reset. Bipolar 1 port failed instrument detection and repeated 1-02 errors occurred on start-up. There was no significant scratches or dents during visual inspection. The iesu is being returned to the original equipment manufacturer. Root cause is attributed to defective component. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.